Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 08/10/2017 in a follow up call in order to ensure the customer's condition since the initial call customer states that his condition has improved, he is no longer experiencing symptoms and he did not seek medical attention.

Event description:
Consumer reported complaint for lo blood glucose results. Accompanied by symptoms. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/18/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is a (B)(6) male who call in to state that hid meter reads lo. Customer states that he is shaking right now and may be related to his blood sugar. Customer's father will drive him to ER.